Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, priming and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the alarm history. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The occlusion test was unable to be performed due to motor error alarms. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 149 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer received multiple motor error alarms and a motor position encoder error alarm. Customer received motor error alarm during the rewind process. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.